Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bi-ext set 15cm macro bore spin nut cracked and leaked cracking hubs causing leaks and leakage of connected drip infusions. Cracked hubs causing leakage and leakage of connected drip infusions. The heavy plastic of which they are made puts a strain on the peripheral insertion device in small patients, causing it to dislodge frequently. In addition, the sealing on the thread is problematic, often making it impossible to unscrew the extension tube again. When did the incident occur? During use.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385161 and lot number 2111731. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.